Event description:
It was reported that the patient's generator is "already" at 11-25% despite being implanted only 2 years ago. No programming history is available for assessment at this time. Attempts for additional information have been made; no additional relevant information has been received to date.

Event description:
The patient underwent generator replacement due to intensified follow-up indicator (ifi) = yes. The suspect device has not been received by the manufacturer to date.